Event description:
It was reported that the device went into hardware vvi during unit change procedure. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of backup vvi was confirmed in the laboratory and was due to a power-on reset. The device was tested on the bench and using automated test equipment. The cause of the device reset and high voltage circuit damage found during analysis was believed to be due to external defibrillation. (B)(4).